Event description:
It was reported that the pacemaker system triggered lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. Technical services (ts) recommended to have patient seen in clinic for programming. Upon review, there was farfield oversensing noted and there was an abrupt increase in the impedance values. Ts suspected that it could be lead fracture. Boston scientific representative stated that the noise in bipolar looked more like myopotential and suggested to have split configuration done now. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the pacemaker system triggered lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. Technical services (ts) recommended to have patient seen in clinic for programming. Upon review, there was farfield oversensing noted and there was an abrupt increase in the impedance values. Ts suspected that it could be lead fracture. Boston scientific representative stated that the noise in bipolar looked more like myopotential and suggested to have split configuration done now. This ra lead remains in service. No adverse patient effects were reported. Additional information received from boston scientific representative stated that lead fracture was suspected, and it was now reprogrammed to bipolar and serial impedances were at greater than 3000ohms, however there was no capture at 5v. Unipolar capture confirmed with normal impedance. The plan is to continue monitoring via latitude. No adverse patient effects were reported.